Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided shows three loosened locking caps. The exact cause of the reported issue could not be determined.

Event description:
It was reported multiple locking caps have popped off post-operatively.